Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer contacted the technical support engineer (tse) and reported staff mentioned there were issues with arm 2 when the system powered on. The customer had limited information about the issue. The tse reviewed the logs and confirmed the issue. Customer stated they have been having electrical issues recently in the hospital and would like the system checked out and call ended. The procedure was aborted with no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no patient involvement. This issue occurred during system power up. The arm would turn yellow. Won't lock up the arm. Even if we try to disable the arm it won't allow to work as a 3-arm procedure. Recently there was a water leakage in the hospital and there were electrical issues. The field service engineer had come and replaced the part of the system, and the issue did not occur again.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) and patient side cart (psc) common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm from RMA 303147050040 was analyzed and the customer reported complaint was confirmed and replicated. Visual inspection was performed and found nothing related to reported issue. Errors were verified in lighthouse. Usm was installed on a known good internal equipment, fixture, or tool (eft) system and powered on. System powered on with no errors or failures so then instruments were installed and test drove system. During test drive system operated as designed with no errors or failures. Instruments were removed and power cycling was performed and system was driven several times with no errors o failures. Further investigation was performed on this unit. The usm was installed onto a psc fixture test platform (pftp) where it failed the ¿strength check ¿ carriage¿ test. The axes controller, carriage power (accp) board was inspected for loose connections or damage and the test was reran but still failed triggering a 23065 error. The 23065 error pointed towards degrees of freedom (dof) 6. The dof 6 stator was removed, where it was seen that the washer was not seated correctly. The washer was reseated. The dof 6 and dof 8 stator were swapped, and the test was rerun. All tests were passed. A gearbox inspection was also performed, where no issues were found. The ccc from RMA 303156410090 was analyzed and the customer reported complaint was confirmed but not replicated. Visual inspection was performed and found nothing related to reported issue. Errors 55319 and 20319 were verified in lighthouse. Ccc was installed on a known good internal eft cart and powered on. System powered on with no errors or failures, instruments were installed and system was driven. During system drive there were no abnormalities and no errors or failures were triggered. Instruments were removed and system was left idle for 2 hours and then power cycled several times still with errors, failures or problems. Further investigation was performed and ccc passed several power cycle and idle tests without issue. Light level also looked good and could not replicate reported issue at this time. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause of usm issues was determined to be the dof 6 rotor. No root cause could be determined for ccc issues, the errors 55319 and 20319 were verified, but the system functioned normally during testing, indicating that the issue may be intermittent or related to external factors not present during the investigation. The inability to replicate the reported issue suggests that the problem might be due to environmental conditions, user handling, or other non-device-related factors. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).